Event description:
Reported conflicting results. Customer reported same patient tested negative for sofia2 sars ns followed by 1 positive sofia2 sars np result for 1 symptomatic patient. No confirmatory testing completed.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.